Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after an arterial intervention procedure using a 6f sheath. Reportedly, a suture break occurred with two proglide devices. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device with reported issue referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The reported suture break was not confirmed as not all components were returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.